Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had an implantable neurostimulator where she felt the stimulation cutout for just a fraction of a second once to several times a day.